Event description:
Customer called to report that the electrolyte injection cup (eic) of the unicel dxc 600 synchron system was leaking fluid. The leak was contained in the drip tray inside the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) evaluated the issue by telephone and assisted customer with troubleshooting the issue. The fse instructed customer on how to clear the clog in the vacuum line, which resolved the issue. The fse then verified proper instrument performance with customer to ensure that the troubleshooting instructions provided effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).